Event description:
It was reported that the user¿s ilet stopped working and they transitioned off the pump to subcutaneous insulin using both long-acting and fast-acting insulin, after initially not reverting to backup therapy and experiencing severe hyperglycemia with a blood glucose level reaching 600 mg/dl before decreasing into the 300s. Symptoms included hyperglycemia and extreme thirst. Outcomes included the need for troubleshooting and education with no alerts or alarms reported and no hospitalization. Investigation included customer education on backup therapy and plan to reconnect to the pump upon replacement. Investigation of this case revealed user-related interruption of insulin delivery when backup therapy was not initiated promptly, followed by appropriate use of subcutaneous insulin. It was concluded that hyperglycemia occurred due to delayed initiation of alternative therapy after pump cessation and that current therapy should continue until the pump is replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.